Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is autocycling and it fails the flow control valve characterization test. The customer stated there was no patient associated with this event.